Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl and associated symptoms of polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient had a change in stress level. Troubleshooting by animas customer support revealed the patient was overriding dosage recommended by the bolus calculator feature and the basal delivery totals in the total daily doses do not match as a result. The patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse.